Event description:
Customer reported that a sample with a history of anti-jka is reporting as negative on the galileo. The 2_cell screen was negative.

Manufacturer narrative:
Insturment images were reviewed. The buttons for all plates and wells were fuzzy; controls appeared to be acceptable. The sample showed weak reactivity. Unable to rule out inadequate indicator cell dispense or insufficient resuspension of indicator cells, since the customer discarded the vials. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cuase of the event.